Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was complaints of uncomfortable stimulation pattern.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported a device diagnosis of discharged battery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported via a company representative that the cause of the unsatisfactory stimulation pattern was the patient forgot to recharge, discharged battery.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
It was reported by the patient via the manufacturer¿s representative (rep) that the patient had difficulty recharging and an overdischarge occurred. Troubleshooting was performed and the antenna locate feature was used. It was determined that the implantable neurostimulator (ins) was tilted in the pocket. A physician mode recharge (pmr) was going to be performed on (B)(6). At the time of the report the issue was not resolved. No outcome was reported regarding this event. The health care provider (hcp) reported 1.5 years later that the patient experienced unsatisfactory stimulation pattern on (B)(6) 2015 and the patient was not using the stimulation. The battery discharged due to patient non-compliance; forgot to recharge, zero charge, and zero use. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. On (B)(6) 2015 a successful jumpstart was performed by a rep and the device was reprogrammed. The outcome was resolved without sequelae. The indication for use included spinal pain and failed back surgery syndrome.